Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported a fluid/air exchange (f/ax manifold tubing) issue where air leaked into patient's eye. The returned tubing manifolds were evaluated for functionality. The sample passed priming and intraocular pressure (iop) calibration successfully. Iop was stable during fluid/air exchange (f/ax) functional and performance testing. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. No anomalies were observed during laboratory testing. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported air entered the patient's eye at times during a vitrectomy procedure. The procedure was completed after the product was replaced with another one. There was no harm to the patient.